Event description:
The lead was implanted on (B)(6) 1999. It was reported the lead spit in half. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).